Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was being used on a patient with bradycardia, the epg was noted to be operating in voo mode, even though the epg was programmed to operate in vvi mode at 40 bpm as a backup. The emergency key seemed to have been pressed. It was noted that there were pacing spikes at unusual timing on the ECG. The reported epg was protected with a cover and the attending nurse did not think that the nurse had touched the epg. The status of the epg is unknown. No patient complications have been reported as a result of this event.